Event description:
After being forced to wear a mask over nose and mouth to work and get groceries experienced severe dry skin, dizziness, sore throat, head ache, and runny nose. FDA safety report ID# (B)(4).